Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to deploy and difficult to remove were unable to be confirmed. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis however the reported difficult to deploy, difficult to remove and subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, when the foot was pulled back against the arterial wall, it caught some plaque and pulled the wall of the artery. The proglide device was pulled free and the sutures were deployed. Parking the foot required several attempts of moving the lever up and down before the proglide device could be removed. There may have been some plaque or tissue stuck in the footplate. A second proglide device was used to achieve hemostasis. Later that night the patient complained of pain. A cut down was performed and a dissection flap was observed in the artery blocking the flow of blood. The dissection was treated surgically under general anesthesia. The physician suspected that the dissection was caused by the first proglide device. The physician is reportedly trained in the use of the proglide device. No additional information was provided.